Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was likely due to bending and shearing overload. There are warnings in the package insert that state that this type of event can occur: ¿instruments which have experienced use or excessive force, are susceptible to fracture."

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on the initial report. (B)(6).

Event description:
It was reported that patient underwent an im tibial nail procedure on (B)(6) 2014. During the procedure, the reamer head fractured. The fractured fragment remains in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided.